Manufacturer narrative:
Corrected information provided in b.2., b.5., h.2., and h.11. Based on the information received that the issue was related to damage to the trocar blade handle, hence this is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num. 1644019-2026-01225. The manufacturer internal reference number is: (B)(4).

Event description:
As per the additional information received, the issue was identified as damage to the trocar blade handle.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that there was a problem with the caliper (protrusion) at the end of the handle of the trocar blade during calibration. The surgery was completed on the same day, but it was unknown how the procedure was completed. There was no impact to the patient.